Event description:
The patient reported that over the past few weeks, he noticed that his blood glucose value was 400 mg/dl. His normal blood glucose values are 120 mg/dl. The patient stated that he noticed that the infusion set tubing separated at the luer lock. The patient stated that he was experiencing dry mouth and feeling sick to his stomach. The patient changed his infusion set tubing and administered to bolus to reduce his blood glucose levels. No medical attention required. The product was requested to be returned.